Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) displayed a self-test error message. Technical services explained the error message and cleared the error message. The biomedical engineer tested the epg, but could not duplicate the error. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).